Event description:
It was reported that the pt underwent a posterior repair on 04/24/2006. No issues were noted during a postoperative visit on 05/10/2006 but on 05/13/2006, the pt felt cramping and irritation. On 05/17/2006, the physician noticed "the uterus hanging down". The doctor advised pt to wait and see. The pt indicated that she has not been doing any lifting activities and she complains that the symptoms are worsening. The pt has an appointment scheduled for 06/12/2006 for a second opinion.

Manufacturer narrative:
H6-conclusion code 80: this would appear to be failure to fix a prolapse rather than recurrence of such. Failure of this type has been noted to occur for several reasons including inadequate attachement of the mesh to the cervix, placement of the mesh at an inappropriate level on the cervix, failure to deal surgically with an elongated cervix, or inappropriate postoperative activities. It appears the device functioned properly and that most likely this failure was due to technique issues.